Manufacturer narrative:
(B)(4). Batch # p55g81. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. If this information becomes available at a later date, the file will be updated accordingly.

Event description:
It was reported that during a laparoscopic low anterior resection, it was found that the battery device was unexpectedly hot when the second cartridge was loaded into the jaws for the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.